Manufacturer narrative:
Vyaire complaint number (B)(4). Actual sample was returned to vyaire for evaluation. A vyaire failure analysis technician was able to duplicate the fio2 inaccuracy to o2 blender flag; it had become loose and was shifting away from calibrated position. This is a known issue and is being addressed under corrective action/preventive action ca-2014-0486.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer also reported that replacing o2 sensor did not resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has o2 (oxygen) reading issue. They set the o2 at 30% however the ventilators reading is 60%. At this time, there is no information regarding patient involvement associated with the reported event.